Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Which link device was implanted? Did the patient have any pre-existing dysphagia or other conditions (other than gerd) pre-implant? How severe was the dysphagia/odynophagia before intervention? Did the dysphagia improve after the device was implanted initially? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Was mesh used at time of implant? Was the device found in the correct position/geometry at the time of removal? If not, please describe observations. Please explain any other notable observations during explant. Has the patient¿s symptoms improved or resolved since the device was explanted?

Event description:
It was reported that the device was explanted on september 28th for dysphagia. No other information was provided.

Manufacturer narrative:
(B)(4). Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown, therefore the device history record could not be reviewed.